Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire hydrophilic coating was broken 19.1cm from the proximal end and the core wire was broken inside the hydrophilic coating which indicates the device was subjected to a significant force which caused the device to break. The guidewire hydrophilic coating was examined along its length with wet fingers and the coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable the device was damaged during manipulation in the patient. The remaining fragment of the guidewire was not returned as it had gotten stuck in an existing dissection in the carotid interna of the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed events as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the guidewire (subject device) broke off inside the patient's anatomy and it got stuck in the dissection. The physician was not able to find the true lumen of the subject guidewire. No further information about patient's clinical and health consequences is available at the moment.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the guidewire (subject device) broke off inside the patient's anatomy and it got stuck in the dissection. The physician was not able to find the true lumen of the subject guidewire. No further information about patient's clinical and health consequences is available at the moment.